Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. A partial lead with the distal tip measuring 48.3cm was returned for analysis. External insulation abrasion was noted at 9.2-9.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 37.7-38.0cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.